Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states of america. Livanova's field service engineer was dispatched on customer's facility and confirmed all the reported issues on the unit. As a troubleshooting for addressing error 03 (e03), the mains ac board of the unit was replaced. Inspection identified a failed circulator motor causing the e07 error and burning smell, thus the motor was replaced. Also, diagnostic revealed the e51 heating-element error was caused by faulty patient and cardioplegia circuit bridges, leading to their replacement. After performing all the functional tests with positive results, unit was sent back to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report of a heater-cooler 3t system displaying multiple errors on patient side (e03, e07, e55, e58). The issue occurred during procedure. There is no report of patient/user injury.